Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6).

Event description:
It was reported that during the procedure, the device had a low energy. It was noted that the device displayed energy low. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. The console device was not returned to the service center but was serviced on-site at the customer's facility by a field service engineer (fse). The fse confirmed the reported issue of the device low power. The device completed its self-test normally but displayed a low energy message during operation. On-site inspection revealed that the high resonator (hr) lens on channel number two was damaged. After replacing it with a new hr lens and adjusting the laser alignment, the device returned to normal operation, tested normally, and is currently under observation. With the hr mirror replacement, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance, leading to the event experienced by the customer. The device history record (DHR) and service history record (shr) indicate that this versapulse powersuite was installed on (B)(6) 2014, and this event occurred over 11 years after the system installation. After this period, component wear, failure, or damage is possible based on product use. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation, indicating that expected or random component failures were identified, with no design or manufacturing issues found.

Event description:
It was reported that during the procedure, the device had a low energy. It was noted that the device displayed energy low. The procedure was completed with this device. There were no patient complications.